Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported 90% had to recalibrate and some just did not pass at all. Per the customer, there were two modules. There was no patient harm.